Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on act button. Analysis was unable to confirm motor error alarms due to keypad anomaly. The motor was tested ok. No cosmetic damage noted on pump assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 180 mg/dl at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.